Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has been returned and evaluated. The assessment was unable to establish a relationship between the device and the event reported. A visual examination found no defects. The functional evaluation found no fault, the device performed within expected parameters under test. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history for the events reported has been reviewed, similar instances are currently being monitored to determine if additional actions are required. Blockage, canister full, false and constant alarm alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. The instructions for use offer further guidance with regards to false alarms. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device displayed a blockage alarm on (B)(6) 2020. After several attempts it was not possible to solve the alarm that was reactivated at dressing and canister change. The dressing and canister were changed twice, on (B)(6) and (B)(6), therefore the therapy was stopped.